Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation. Concomitant medical devices: liner (cn: 350-22-11; sn: not reported); talar (cn: 350-02-01; sn: not reported).

Event description:
Index surgery: (B)(6) 2019. Distal fibular fracture (just lateral to tibial component), which likely occurred intra-operatively. Diagnosed at 6 week post-op visit by x-ray evaluation and associated pain. No action was taken. The case report form indicates this event is definitely not related to devices and definitely related to procedure.

Manufacturer narrative:
The revision reported was likely the result of a bone fracture. The reported event was a ¿distal fibular fracture (just lateral to the tibial component)¿ seen on a six-week post-operative x-ray. A review of the DHR and the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of the device. Unintended bone fractures are listed in the device specific risks section of the vantage total ankle system IFU 700-096-157 rev -.